Manufacturer narrative:
The technician found broken welds on the right side rail. Per the hill-rom service manual the advance seres bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right side rail to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right side rail will not latch. The bed is located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).